Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycling, and full functional testing without duplicating the report. The report was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The mod g board was replaced as a precaution. The device was recertified and returned to the customer. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.